Manufacturer narrative:
"The transmitter battery will last at least 90 days. Once you see the low transmitter battery alert, replace the transmitter as soon as possible." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent loss of connection issues occurred between the transmitter and the pump. Reportedly, the transmitter had been in use longer than 90 days; customer support instructed customer to change transmitter. No additional patient information was available